Manufacturer narrative:
(B)(4). The ac power adapter assembly was returned for evaluation. An evaluation of the device duplicated the reported issue and found the ac lemo connector pins 2, 3, 4, and 5 are burned. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
The customer reported that the unit has burnt pins 2, 3, 4, and 5. It is unknown if there was patient involvement associated with the reported issue.